Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ allergy syringe had defective needles. No serious injury reported. The following information was provided by the initial reporter: some of the needles did not have an open bevil or were misshapen needles

Manufacturer narrative:
H.6. Investigation summary: photos and (1195) 1ml, 10mm, 27g bd allergy syringes (1125 in sealed trays, 70 in open trays) were received along with the reported complaints of needle penetration difficult/painful, defect-other, needle bent, needle bevel orientation incorrect, plunger rod broken/damaged, needle missing, and discoloration/variation in color/cloudy. The investigating team has used the photos and samples of item #305541 and lot #2011725 for investigating the reported defects. The photos and thirty out of 1195 returned syringes were examined and no missing cannula, broken or damaged plunger rod, cannula bevel issues, bent cannula, or discoloration were observed. These samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 27g: 0.0160¿-0.0165¿). All observations fell within specifications. A review of the device history record was completed for batch #2011725. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issues are unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that bd¿ allergy syringe had defective needles. No serious injury reported. The following information was provided by the initial reporter: some of the needles did not have an open bevil or were misshapen needles.